Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. A charge of the unit was attempted and it failed to charge and boot. The data log was attempted to download, however failed. A receiver functional test could not be performed. The receiver case was opened for an interior inspection, and moisture damage was observed. Heavy contamination on pcba and some burn marks were observed on the main board. The short-circuit was verified by resistance measurement. The complaint was confirmed for receiver overheating due to moisture damage leading to overheatingon pcba components. The root cause was determined to be moisture damage.